Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer stated that they wore the infusion set longer than three days. The customer declined trouble shooting, but was informed that they should not wear their infusion sets longer than three days. No further information was provided.